Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the sterility of the device compromised?

Event description:
It was reported that the sterilized packaging was broken. Issue was found before surgery (in the preparation room).